Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought into the cath lab for defibrillation threshold (dft) testing. Dft's were successfully performed with rapid detection and successful therapy delivered with sensitivity programmed 1.5 millivolts (mv) for the test. The patient was permanently programmed with rv sensitivity at 1mv and the clinic will continue to monitor the patient. The crt-d and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient received a shock from the cardiac resynchronization therapy defibrillator (crt-d) while sleeping. Upon review of the data there was farfield sensing of atrial fibrillation (af) with pacing inhibition and greater than two seconds of asystole followed by a shock. It was noted that the farfield sensing had been occurring for the last four months. Boston scientific technical services (ts) was consulted and discussed possible reasons. Ts suggested bringing the patient in for evaluation. The patient was brought into the clinic a few days later and oversensing of the atrial fibrillation (af) was not able to be reproduced because the patient in sinus rhythm. However it was observed that the p-waves lined up on rv channel. The physician noted he does not want to reposition the right ventricular (rv) lead as the amplitude is good. The patient was scheduled for defibrillation threshold (dft) testing to evaluate sensing with induction. The crt-d and rv lead remain in service and no adverse patient effects were reported.